Event description:
Boston scientific corporation cam received information that the device was explanted due to infection. The pocket debridement was performed. The patient will be evaluated in three to six weeks for implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).